Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Continuation of d10: product ID evolutfx-34 product serial number(B)(6) implant date na explant date na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, in a patient with severely calcified aortic valve with narrowed left ventricular outflow tract (lvot), the patient¿s annular dimension was sized for a 34mm valve. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 24mm non-medtronic balloon. Following the bav, difficulty positioning the valve into the correct anatomical position was noted due to the valve was either too high (aortic) or too deep (ventricular). During multiple deployment attempts, it appeared there were issues with capturing of a non-medtronic trans-venous pacemaker and the wire was pinned out to the apex which might have contributed to the dislodgement. It was noted that six deployment attempts and eight recaptures were performed, and the valve was still unable to be positioned into the correct anatomical position. The valve and the delivery catheter system were withdrawn from the patient. Subsequently, a smaller 29mm non-medtronic valve was used. It was reported that the patient¿s smaller lvot and hyperdynamic left ventricle contributed to the dislodgements. No adverse patient effects were reported.